Manufacturer narrative:
Stryker product analysis center (pac) further evaluated the customer's device and verified the reported issue. The cause of the reported issue was determined to be due to the reed switch, sw5. The device was destructively tested. The device archived by stryker maastricht.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, stryker observed that the device would not detect the lid being opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and observed that the device would not detect the lid being opened. The customer was provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, stryker observed that the device would not detect the lid being opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.